Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a sensor glucose vs blood glucose event. Troubleshooting was performed. The sensor glucose was¿84 mg/dl, and the blood glucose value was 44 mg/dl which was outside of the acceptable range. Which was outside of the acceptable range and the low limit in the sensor settings: 40 mg/dl. Insulin delivery was suspended due to sensor glucose vs blood glucose event. The customer reported hypoglycemia which did not require treatment. The event involved product(s) mmt-7040a. The customer is reporting a discrepancy between sensor glucose and blood glucose. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-7040a. Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia with no alleged device deficiency. The customer reported blood glucose value of 44 mg/dl. Which did not require treatment. The event involved products mmt-7040a, mmt-1884, mmt-342,mmt-431ag. Troubleshooting was not performed. The customer used the insulin pump system within 48 hours at the time of the event and it was unknown whether customer used the auto mode/smartguard feature at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue the use of the device. No product return is required for mmt-7040a. No product return is required for mmt-1884. No product return is required for mmt-342. No product return is required for mmt-431ag.